Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the ti powerport low profile. It was reported that during the preparation it was found that the cannula butterfly wing was missing. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two electronic photos and one video were provided for review. The photos and video show a clinician holding the safety infusion set in which one wing was noted to be missing and completely separated from needle stick prevention mechanism. The manufacturing review states that visual inspection of the images showed the doctor holding on to the infusion needle, it was noted that one of the device's butterfly wings was absent. A closer view revealed a fracture which caused the material to separate, the missing wing was not visible in the images. Visual inspection of the video showed the doctor holding the infusion needle, it was noted that one of the transparent wings of the device was absent. Therefore, the investigation is confirmed for the reported nonstandard device and identified fracture and material separation issues for one device and due to the absence of supporting evidence, the investigation is inconclusive for reported nonstandard device issue for another device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport slim. During the preparation it was found that the cannula butterfly wing was missing. The procedure was completed using another device. There was no patient contact.